Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 325 mg/dl. Reportedly, customer used fiasp insulin. Tandem technical support educated customer on cartridge/insulin labeling. The supplies were changed to address the event.